Event description:
During routine testing of the device at the service center, the service technician reported the 12 volt battery failed the manufacturing test. The monitor was originally returned for repair due to inaccurate potassium readings when the battery failure was found. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.